Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The company representative (rep) reported that the patient was successfully undergoing pain relief, however, felt a change in stimul ation after returning to work (a workplace with strong magnetic fields) after discharge from the hospital. In conclusion the complete system was removed due to an infection, although it was unknown whether the patient's weak/sensitive skin and smoking affected the patient's situation. It was noted a health hazard to the patient was opening the surgical wound due to removal. The physician requested to confirm the point that there was some effect of the magnetic fields on the patient's implantable neurostimulator (ins) due to the change in stimulation. The indication for use included chronic intractable pain. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis determined the device was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.